Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerv stim and gastrointestinal/ pelvic floor. It was reported that caller reported getting 'data lost, internal device has lost all data, contact your clinician' message. Caller stated they can't get past this message and when they press end session and try again they get the same message. Caller stated they thought this was due to their wifi connection, but stated they entered wifi password and that has not resolved it. Patient services reviewed general overview of function of external equipment. Caller stated this started the first time they tried to connect with pt's ins on "probably the 16th" and stated they are getting the same error message every single time they try to connect with pt's ins. Caller mentioned pt's previous ins was replaced due to normal battery depletion. Agent did not ask about the circumstances that led to the reported issue. See above. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.